Manufacturer narrative:
(B)(4). One used set was received for evaluation. Upon visual inspection, an unknown broken male end was discovered inside the female end. It appears the device was subjected to an undue force or pressure, causing the male end of the filter set to break off inside the caresite female end which allowed the caresite to stay activated and leak. Although a definitive conclusion could not be made regarding the cause of the reported event, cracking of this nature can occur when the product is subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening), or other various unforeseen circumstances during the clinical application. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. If additional pertinent information becomes available a follow-up report will be filed. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure (B)(4).

Event description:
As reported by user facility: event 3: blood was leaking out of the port site sides.